Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat and cool correctly. Per review of wo on 15sep2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number that was provided was + (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be duplicated. During evaluation, device was performing appropriately. Device was not cooling appropriately. Device cooling issue could not be duplicated. Exchanged water and cleaning solution, performed sensor calibration and stk/mtk. Device with no errors. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat and cool correctly. Per review of wo on 15sep2025, there was no patient involvement.